Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system displayed a high impedance alert, which signified that the system impedance had gone out of range greater than 400 ohms. Technical services (ts) provided troubleshooting suggestions including pocket manipulation, x-rays, and possible intervention to check electrode connection. The patient was evaluated in clinic with pocket manipulations and isometrics that did not reproduce the out of range impedance measurements. It was noted that this patient had a high body mass index which could be interfering with the tests. X-rays and fluoroscopy were requested. No adverse patient effects were reported. Currently, this s-ICD system remains in service.